Manufacturer narrative:
Section d6b: if explanted, give date: not applicable, remains implanted in the eye. Section h3: other 81: the device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the surgeon that the inserter of the preloaded intraocular lens (iol) did not fit through the 2.4 incision in the right eye of the patient. The incision was enlarged and lens was implanted, but the lens was scratched. Surgeon reported that the patient is fine and lens remains implanted in the patient eye and no explant was performed. The issue was observed during and after insertion of the lens. There were no medical/surgical intervention required. The patient is doing fine. No other information is available.